Event description:
The manufacturer service technician reported that the device was received with a broken router inside of the router retention mechanism while. There were no adverse consequences related to this event.